Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014 explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned after routine prophylactic pump replacement to avoid in-vivo battery depletion and catheter revision. There were no symptoms and the patient recovered without sequela. The catheter wouldn¿t aspirate during pump replacement. There was an occlusion. The drug being delivered was 2,000 mcg/ml compounded baclofen at 200 mcg/day.

Manufacturer narrative:
It was previously reported on the initial report that the issue was resolved as of (B)(6) 2020, however, this date is incorrect. The correct date is (B)(6) 2020. Section b5 has now been corrected to include the following, "it was noted the issue was resolved as of (B)(6) 2020 (at the time of the report)." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 200 mcg/day via an implantable pump. It was reported on (B)(6) 2020. The patient had a routine pump replacement. The catheter would not aspirate from the side port so the pump segment of the catheter was replaced. It was reported the patient had not experienced any symptoms. It was noted the issue was resolved as of (B)(6) 2020 (at the time of the report). It was indicated the hospital was in possession of the explanted device and planned to return the catheter segment.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8780 ,lot/serial# (B)(4), implanted: (B)(6) ,product type: catheter, ubd: 05-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 200 mcg/day via an implantable pump. It was reported on 2020-dec-31 the patient had a routine pump replacement. The catheter would not aspirate from the side port so the pump segment of the catheter was replaced. It was reported the patient had not experienced any symptoms. It was noted the issue was resolved as of 2020-dec-30. It was indicated the hospital was in possession of the explanted device and planned to return the catheter segment.

Manufacturer narrative:
H3: the pump and catheter were returned. No significant anomalies were found. Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.